Event description:
It was reported that the 9800 system had a collimator iris potentiometer error at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable, interconnect cable, and the lemo connector were replaced during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint.